Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryo ablation procedure, the patient experienced a groin aneurysm at the entry site. The patient's hospital stay was extended as a result of this event and fully recovered after eight days. The case was completed with cryo. No further patient complications have been reported as a result of this event. The patient was a part of cryo af global registry.